Event description:
It was reported that the pt was to be explanted of the device due to an infection and that an insertion electrode might be inserted into the cochlea following explantation. The explantation has not been confirmed yet.

Manufacturer narrative:
Not available. The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.